Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. However, four electronic photos were provided for review. The photo shows a partial view of one dilator sheath. The distal tip of the sheath was noted to be slightly deformed. Therefore, the investigation is confirmed for the identified deformation issue. However, the investigation is inconclusive for the reported difficult to insert and fracture issue as no objective evidence was obtained from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the physician allegedly not able to insert the introducer sheath. It was further reported that the introducer sheath was allegedly found to be broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the physician allegedly not able to insert the introducer sheath. It was further reported that the introducer sheath was allegedly found to be broken. The procedure was completed using another device. There was no reported patient injury.